Event description:
Customer reported that his transmitter is broken on the outside, the battery door and the "nippel" of the transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported freestyle transmitter has been requested back for investigation. A follow-up report will be submitted if product is returned. However, the customer reported they have already disposed the transmitter. Note:the device manufacturer date for the reported transmitter is unknown. Remedial action 2954323-04/14/2009-002-c was reported to the (B)(4) district office on 14 apr 2009.